Event description:
The complainant reported a patient with cardiomyopathy/myocarditis was implanted with an impella cp for mechanical circulatory support. While on support, there was a vascular injury which required treatment during impella cp support. The patient was successfully weaned off of support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.